Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. During lead revision, a new rv lead could not be implanted due to patient anatomy. The patient was in stable condition and will continue to be monitored. Additional information was requested but was not received.